Event description:
It was reported that during patient use, the ventilator's ventilation volume exceeded 1000 in psv mode. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The manifold assembly was returned for evaluation. The service engineer evaluated the manifold and could not verify the reported complaint. The manifold was placed into a test ventilator and an unrelated issue was found. A third party service provider replaced the manifold assembly.

Manufacturer narrative:
(B)(4).